Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described on an unknown date, antibiotic treatment was discontinued. The patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued, the patient was discharged from the hospital and was recovered from the event (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and fortum injection (1gm, intraperitoneal, once a day, ongoing) for the event. At the time of this report, pd therapy was ongoing and the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.